Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 01/13/2017 resulted in defect found and the event was determined to be reportable. The most likely root cause of true metrix lot mt1581 producing high control results is due to improper storage: the vial was left open for an extended period of time, exposing the strips to heat and moisture. (B)(4).

Event description:
Consumer complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. Husband was calling on behalf of the customer. The e-3 error occurred as soon as the test strip was inserted. The customer stated she was feeling well at the time of the call. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed during call on (B)(6) 2016 produced result of e-3. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. Adverse event not reported at time of call on (B)(6) 2016.